Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the multiple trifuses were found to be crack at the hub where it connects to a microlave. They were not cracked when pulled out of the package but were found to be cracking and breaking while connected to microclave.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9266 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9266 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material #:mz9266 batch#:unknown. It was reported by customer that the multiple trifuses were found to be crack at the hub where it connects to a microlave. They were not cracked when pulled out of the package but were found to be cracking and breaking while connected to microclave. Verbatim: rcc received a complaint via email. Multiple trifuses were found to be crack at the hub where it connects to a microlave. They were not cracked when pulled out of the package but were found to be cracking and breaking while connected to microclave. Product#: mz9266.